Manufacturer narrative:
(B)(4). The customer returned an opened cs-22122-f kit with various components including the guide wire assembly. The guide wire was returned inserted in the advancer assembly and showed evidence of use. None of the other components showed any evidence of use. Visual examination of the returned sample revealed that the guide wire advancer has an elliptical shape and is slightly kinked in one location on the body. The guide wire is kinked in two locations. The first kink is at the location of the thumb guide which would be consistent with kinking as a result of resistance met while attempting to insert the guide wire. The second kink is located at the same location as a kink in the advancer tube. The first kink on the guide wire is located at 3.4cm from the distal tip. The second kink is located at 45.1cm from the proximal tip. The outside diameter (od) of the guide wire measured 0.857mm, which met specification. The guide wire was able to pass through the arrow-raulerson syringe and introducer needle that were returned with the kit with minimal resistance. In its present shape, the advancer does not fit into the shipping cavity in the tray indicating the advancer became distorted after being removed from the packaging. (Con't) other remarks: a manual tug test confirmed that both the proximal and distal welds were intact. A device history record (DHR) review was performed on the guide wire and insertion components and no relevant findings were identified. The guide wire product drawing was reviewed as part of the investigation. The instructions for use provided with the kit describes suggested techniques to minimize the likelihood of guide wire damage during use. The report that the guide wire kinked during insertion was confirmed through examination of the returned sample. The guide wire was kinked and bent in multiple locations, including at the location of the thumb guide which would be consistent with kinking as a result of resistance met while attempting to insert the guide wire. Based on the condition of the guide wire and the report that the damage was observed during use, it was determined that operational context caused or contributed to this event.

Event description:
The customer alleges that the spring wire guide kinked during insertion.

Manufacturer narrative:
Qn#(B)(4). The device sample was received by the manufacturer, but the investigation is incomplete at the time of this report.

Event description:
The customer alleges that the spring wire guide kinked during insertion.